Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and found no non-comformances. Because the device was not returned to mmdg for evaluation, an investigation could not be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that pump was "freezing" and that there were no error codes. It was unclear if they meant that the pump shut down without alarming, or if something else was occurring. Mmdg did follow up with the initial reporter to try and obtain additional information about the complaint, but none was provided. They stated that there were no adverse effects to the patient due to the complaint. (B)(4)